Manufacturer narrative:
Occupation is patient/consumer the test strips were requested for investigation. The reporter's test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot: qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using the dade innovin reagent. At 7:32 am, the meter result was 3.9 inr. The result from the laboratory at the same time was 2.1 inr. On (B)(6) 2021 at 7:13 am, the meter result was 3.2 inr. The result from the laboratory at the same time was 2.2 inr. On (B)(6) 2021 at 7:25 am, the meter result was 3.1 inr. The result from the laboratory at the same time was 2.2 inr. On (B)(6) 2021 at 7:14 am, the meter result was 4.1 inr. The customer's warfarin dose was decreased based on this result. The result from the laboratory at the same time was 2.9 inr. The customer's therapeutic range is 2.5-3.5 inr and they test twice weekly.